Event description:
Patient had right internal jugular vein port-a-cath placed approximately 2 weeks prior. There were no complications on placement and device flushed easily. Patient received one round of chemo with device. During subsequent admission, it was found that port would not flush. On x-ray it was discovered that catheter was fractured. Device was successfully removed and found to be bent had partially broken through.